Event description:
The customer reported low bgs. Assisted the customer with treating the low sugar level. Also, instructed the customer to take a fast acting glucose source. During the call the customer was hospitalized for low bgs. Troubleshooting was performed. The customer was disconnected during rewind and prime. The insulin concentration, programming, and histories on the pump were accurate. Suggested to the customer to call their dr to discuss possible causes of low bgs.